Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2016, to treat degenerative mr with a grade of 4. Three clips were implanted, reducing the mr to 1. On (B)(6) 2016, a routine transthoracic echocardiogram (tee) was performed. Two of the initial clips had detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr increased to 3+. The patient is currently stable and no treatment was performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The unique device identifier (UDI) is reported as unknown, because it could not be confirmed which of three clips experienced the single leaflet device attachment (slda); therefore, the UDI and lot history record review are provided for all clips as follows: lot: 60111u111 UDI: (B)(4); lot: 60111u112 UDI: (B)(4); lot: 60109u145 UDI: (B)(4). The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from these lots. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported slda appears to be related to patient morphology/pathology. The reported mr appears to be due to the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medical device report, the following information was provided: a second mitraclip procedure was performed on (B)(6) 2017 for treatment. One clip was implanted, reducing mitral regurgitation (mr) from 4+ to 2+. No additional information was provided.